Event description:
It was reported that a patient with a cardiac resynchronization therapy pacemaker (crt-p) experienced phrenic nerve stimulation following activation of the lead safety switch (lss) to unipolar mode. Upon review, pacing impedance measurements for the crt-p were found to be out of range, although values for the left ventricular (lv) lead remained within normal limits. The device was subsequently reprogrammed to bipolar mode, and the alert was updated. No further stimulation was observed. The product remains in service, and no additional adverse effects have been reported.